Manufacturer narrative:
The accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications. The cause of this event cannot be determined with the available information. (B)(6).

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was questioned and the sample was repeated two times on the same access 2 immunoassay system and recovered with lower results, within the customer's normal reference range. The initial elevated result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. To verify system and assay performance, a beckman coulter customer technical specialist (cts) advised the customer to perform a 15 replicate precision study using the level 1 qc as well as a system check. The system check and the precision study met assay and system specifications. The patient's sample was collected in a lithium heparin plasma tube and centrifuged at 7219 rpm (revolutions per minute) for three minutes at room temperature. No issues with sample integrity were reported by the customer.